Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected no delivery or motor error alarm noted.

Event description:
Customer reported a motor error alarm during a prime and bolus. He also reported a no delivery alarm had occurred. Customer's blood glucose was 170 mg/dl. The customer stated the insulin pump was dropped prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).